Event description:
Customer reportedly noted the apl valve was sticking. There was no report of pt involvement. Investigation/conclusion: ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.